Manufacturer narrative:
Complaint (B)(4): received 25pcs 454209/b23043hq and 1rk 454428/b230533r. Received customer pictures. We have no remaining inventory of either material/batch. We have no further inventory of either material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
The customer provided photographs and advised the tubes did not fill properly to the indicator. The customer noted overfilled tubes are filled via a straight needle (from various manufacturers) and a bd hub (holder).